Manufacturer narrative:
As this lead remains implanted no analysis will be performed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had increased thresholds which resulted in loss of capture. Decreased r-waves were noted. A dislodgment of rv was confirmed and the lead was repositioned successfully. No adverse patient effects.